Event description:
A user facility reported a leakage during preparation of the xlung kit 230 for extracorporeal membrane oxygenation support. There was no patient involvement. The complaint sample was received by xenios for product investigation.

Manufacturer narrative:
Additional information: b5, d4, h3. Plant investigation: non-conformity related to the reported failure was not observed during manufacturing process. No similar complaints concerning this batch number have been reported. All oxygenators are tested for leakages during process controls. The crack may have been subsequently caused by the release of material stress, for example during handling, e.g. Tightening of the connection or transport. Potential root causes during production have been analyzed, and measures are being implemented.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leakage during preparation of the xlung kit 230 for extracorporeal membrane oxygenation support. There was no patient involvement. The complaint sample was available for product investigation.